Manufacturer narrative:
(B)(4). Date sent: 8/31/2023. Additional information was requested and the following was obtained: could you please clarify when issue was identified? On the same day of surgery as product was opened the issue came into light. Did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? As many of pieces retrieved from sterile field collected it was returned. If no, were they discarded? Some were discarded as there very small to collect from sterile field. Could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There where not any changes in the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # 977a31. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45w reload was received unfired. Upon evaluation of the reload, the reload pan was noted to be detached and bent, with some drivers out of position, and the sled out of position. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 977a31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # 977a31. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch#977a31 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify when issue was identified? 2. Did any pieces fall into the patient? 3. If yes, were they retrieved? 4. Will all pieces be returned with the device? 5. If no, were they discarded? 6. Could you please clarify if there were any patient consequences? 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the cartridge broke apart. No further details were provided. No patient consequences reported.